Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he got a failed battery test alarm on the insulin pump. Customer's blood glucose was 96 mg/dl at the time of the incident. Customer was advised to clear the alarm as if will recur with each new battery inserted if the alarm is not cleared. Customer was currently at work and unable to troubleshoot since he is driving.